Event description:
Problem was reported to starion on (B)(6) 2010. About 3 minutes into the procedure the white silicone on either side of the jaws started falling off the device jaw. This doctor is a regular user of the starion instruments for laparoscopy cholecystectomy. Another starion instrument had to be opened and used to complete the procedure. The bits of silicone had to be retrieved from inside the patient.

Manufacturer narrative:
Evaluation summary: analysis of returned device confirmed right jaw boot was missing and that left jaw boot was torn in tip area. A closer look of the distal end showed that metal heat spreaders were severely damaged/bent inwards suggesting tips of device encountered a rigid surface such as a cannula or cannula body used to introduce laparoscopy devices that can damage the boots at the same time making them vulnerable to tears and fragment release. This is the determined probable cause of fragment generation in patient.